Manufacturer narrative:
Although no sample is being returned to navilyst medical for evaluation, an investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, the pt was in for a biliary catheter exchange. During the initial fluoroscopy scan, the interventional radiologist noticed fractures in the catheter. The physician removed the catheter by pulling on the hub and/or suture line and by using a snare. The device was disposed of at the hospital. There were no pt complications.